Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this right ventricular (rv) lead. Technical services (ts) reviewed the reports and noted that in an episode there were noisy signals. It was noted that the noise was seen in episodes dated back a month ago. Ts provided further insight of the episodes and suggested following actions. It was noted that the patient was seen recently. The lead remains in use. No adverse patient effects were reported.